Event description:
It was reported that there was a right atrial (ra) lead impedance measurement that was greater than 3000 ohms, on the ra lead connected to this implantable cardioverter defibrillator. The data from a year prior showed a very stable value in the 600-700 ohm range. The presenting electrogram (egm) appeared to show normal sensing. The patient was going to be brought in for testing. Technical services suggested performing an x-ray and performing isometrics while checking serial lead impedances to look for any changes and oversensing. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that there was a right atrial (ra) lead impedance measurement that was greater than 3000 ohms, on the ra lead connected to this implantable cardioverter defibrillator. The data from a year prior showed a very stable value in the 600-700 ohm range. The presenting electrogram (egm) appeared to show normal sensing. The patient was going to be brought in for testing. Technical services suggested performing an x-ray and performing isometrics while checking serial lead impedances to look for any changes and oversensing. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.